Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis (mpp) due to an impending erosion toward the distal end of the penis. The mpp was explanted and replaced with an inflatable penile prosthesis (ipp). The patient outcome is unknown.